Event description:
The recipient reportedly experienced a recurrent hematoma over the implant site. On (B)(6) 2018, the recipient underwent surgery to have fluid removed. The recipient has ceased device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent needle aspiration under anesthesia. The recipient resumed device use. This is the final report.